Event description:
Related manufacturer report number: 2017865-2023-50833. It was reported, that the system was explanted, due to infection. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. Visual examination found no malfunctions. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.